Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. Per the article endovascular treatment using either covered stents or embolization techniques is an effective and safe emergency therapy for life-threatening postpancreatectomy hemorrhage with good clinical success rates and long-term results.

Event description:
Received an article: hassold, n. E. (2016). Effectiveness and outcome of endovascular therapy for late onset postpancreatectomy hemorrhage using covered stents and embolization. Journal of vascular surgery, 1373-1383. Purpose: to evaluate the clinical and long-term outcome of patients who underwent covered stent treatment because of late-onset postpancreatectomy hemorrhage in a greater number of patients. Per the article adverse events included rebleeding and occlusion.